Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the emergency lamp indicator was blinking. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the emergency lamp error which was caused by the failure of the emergency lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the emergency light was blinking and it was determined to be due to an emergency light failure. The cause of the emergency light failure could not be determined. Other incoming inspection findings were: hard connection due to worn output connector; rear foot rust. Olympus will continue to monitor field performance for this device.